Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a shift check, when the autopulse platform was powered on a user advisory (ua45) (not at "home" position after power-on/restart) message was displayed, even though the lifeband was extended all the way up. The user advisory message was unable to be cleared by powering the device on/off. There was no report of any patient involvement. No further details were provided.